Event description:
It was reported that during a rotator cuff repair surgery the implant has slipped out of the bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-3652ttsp-1 batch 15013393 was received for investigation. Upon visual inspection, it was noted that the returned device's shaft tip was bent. The evaluation of the suture anchor system noted tissue on the anchor; however, no damage to the suture was found. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Direction for use. Dfu-0054-10 at revision 0. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.